Manufacturer narrative:
Device not returned.

Event description:
During revision surgery, the patient's anterior tibial fractured when the surgeon impacted the tibial tray.

Manufacturer narrative:
Engineering evaluation noted that the bone fracture reported was likely the result of the patient's sclerotic bone, allowing for a fracture to initiate at a pin hole created to secure the tibial cutting block, which propagated when impacting the tibial tray. Device not returned.

Event description:
During revision surgery, the patient's anterior tibia fractured when the surgeon impacted the tibial tray.

Manufacturer narrative:
Engineering evaluation noted the bone fracture reported was likely the result of patient's bone quality, which allowed for the tibia to fracture during impaction of the tibial tray. Device not returned.

Event description:
During revision surgery, the patient's anterior tibial fractured when the surgeon impacted the tibial tray.

Manufacturer narrative:
Pending engineering evaluation. Device not returned.

Event description:
During revision surgery, the patient's anterior tibial fractured when the surgeon impacted the tibial tray.

Manufacturer narrative:
Engineering evaluation noted that the bone fracture reported was likely the result of the patient's sclerotic bone, allowing for a fracture to initiate at a pin hole created to secure the tibial cutting block, which propagated when impacting the tibial tray.

Event description:
During surgery, the patient's anterior tibia fractured when the surgeon impacted the tibial tray.